Event description:
The customer reported that during the loading of the software the machine turned "itself" off. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.